Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and up arrow pressed double to get response. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained no delivery alarms, reprime and change to clear, reservoir top had a crack at top, gear was noisier when priming not grinding but was noisier and diminished battery life sometimes less than a week other times 8 to 9 days. The insulin pump will not be returned for analysis.